Event description:
The complainant reported an over-delivery. The intended delivery amount was 200ml at a rate of 50ml/hr over 4 hours; however, the actual amount received was 400ml.

Manufacturer narrative:
(B)(4). A review of the lot history revealed that defects were not present on the samples inspected during manufacture or prior to the release of the product lot.

Manufacturer narrative:
(B)(4). The device reported, list number s222, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 00086, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.